Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer septal occluder was chosen for implant using a 12f non-abbott delivery catheter. During the first 2 attempts at deploying the device, the user was not successful in engaging the retroaortic rim. Upon third attempt, the device deformed in a cobra head shape. The physician attempted on several occasions to recapture and deploy the device in the correct shape but the device remained cobra headed. The deformed device was never released from the delivery cable while inside the patient. A decision was made to try implanting another device. It was attempted to implant a 30mm and 20mm amplatzer septal occluder through 12f amplatzer trevisio intravascular delivery system, but both the devices were too big for the patient's left atrium and interacted with the mitral valve. The physician attempted to reshape the 28mm amplatzer septal occluder in a bowl of warm saline. It was tried to deploy the device using both a 12f non-abbott delivery sheath and the 12f trevisio delivery system, and during all attempts the device deployed consistently in a normal shape. The physician was still unable to engage the retroaortic rim and decided to stop the procedure after several hours. The size of the retroaortic rim of the patient was 7 mm, but had a very thin ( soft like saran wrap) posterior rim on the opposite side. The surgeon believes, due to patient anatomy they are having so much difficulties. The physician confirmed there was no issue with 12f amplatzer trevisio intravascular delivery system. The patient was referred for surgical closure. The patient remained stable throughout the full duration of the procedure. There were no adverse events that occurred to the patient and the patient experienced no hemodynamic concerns due to the delay of the misshaped cobra headed device.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an 12f non-abbott delivery system was used. The cause of the reported device deformity could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.